Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the customer reported that the prograsp forceps instrument had a broken wire inter-op with 2 lives remaining. The procedure was converted to da vinci multi-port with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the staff was told to inspect instruments before and after procedures. The surgeon was doing a robotic hernia procedure. The color of the broken cable looked gray but very difficult to see when it¿s tiny. The surgeon stated there were no fragments from the instrument. The cable wire was found broken. There was no harm or injury to the patient. There are no photographic images or video recordings of the procedure. The patient demographics were provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the evaluation. The prograsp forceps instrument was analyzed and found to have a frayed grip cable at the distal end. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. Additional observation that was not reported by the customer: the instrument was found to have an input disk cracked. A hairline crack was found on grip input disks. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. A review of the instrument log for the instrument (part #471093-11 / lot #k11220530-0338) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 2 uses remaining after this last use. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed the prograsp forceps instrument was found to have a frayed grip cable at the distal end. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention. If additional information becomes available a supplemental MDR will be submitted.